Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited possible premature depletion. The device was removed and replaced. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.